Manufacturer narrative:
Visual inspection revealed multiple areas of cosmetic damage to the body of the hand pump. The customer-reported issue was confirmed via the functional inspection when the hand pump was unable to connect to any drivelines. The root cause was determined to be a bent cpc (colder products company) connector on the driveline connection of the hand pump. The cause of this damage cannot be conclusively determined, but is likely the result of a drop or other rough handling as evidenced by the noted cosmetic damage. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4712 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue with the hand pump was observed when not supporting a patient. The hand pump has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The hand pump was not supporting a patient. The customer, a syncardia certified hospital, reported that during a demonstration, the driveline was not able to be inserted into the hand pump.